Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the guidewire became stuck inside a guide catheter. A 190cm samurai guidewire was selected for use in a percutaneous coronary intervention (pci). Inside the patient, while introducing the guidewire through a non-boston scientific guide catheter, the tip of the guidewire went through a side hole of the guide catheter and became stuck. The guidewire was withdrawn, and it was noted that the tip had thinned and pulled apart, but it did not fully separate. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the guidewire became stuck inside a guide catheter. A 190cm samurai guidewire was selected for use in a percutaneous coronary intervention (pci). Inside the patient, while introducing the guidewire through a non-boston scientific guide catheter, the tip of the guidewire went through a side hole of the guide catheter and became stuck. The guidewire was withdrawn, and it was noted that the tip had thinned and pulled apart, but it did not fully separate. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
A2: age at time of event - 18 years or older. Device evaluated by manufacturer: examination of the returned product showed that the coil was severely stretched starting from the solder point approximately 40mm from the distal end of the coil. The distal end was stuck together with the distal tip showing no part of the wire was lost.